Event description:
It was reported that after a couple of days, the machine stopped working.there was no impact on patient as we had a back-up and changed the machine out to solve the problem.

Manufacturer narrative:
Our investigation into this complaint is now complete. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The analysis undertaken confirmed the device had failed due to liquid entering and flooding the internal electronic components. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.